Manufacturer narrative:
After battery installation, device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. After swapping out both electrical board 1 and electrical board 2 into a known good case and after swapping out a known good electrical board 2 onto electrical board 1, the problem seems to be isolated to electrical board 2. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump stopped working, flashing display and keypad would not do anything. The customer¿s blood glucose was 316 mg/dl at the time of incident and other blood glucose value was 254 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.